Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11 a getinge field service technician (fst) inspected the unit and was unable to duplicate the reported issue. No faults were identified. All functional tests were performed and passed according to factory specifications. The unit was confirmed to be operating normally and was cleared for clinical use.

Manufacturer narrative:
Since the field service engineer (fse) was unable to reproduce the reported issue, this complaint has been determined to be non reportable to the FDA. Upon further review, it was identified that an initial emdr was submitted in error. As this event does not meet the criteria for FDA reporting, no follow up emdr is required. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit. There were no patient harm or injury was reported.